Event description:
It was reported that this patient was seen in-clinic for a follow up visits due to the right ventricular (rv) lead exhibiting low pacing impedance measurement. While performing provocative maneuvers, there was one pacing impedance measurement that was measuring less than 200 ohms and no noise was noted. The plan is to continue monitoring this patient via latitude home monitoring system and routine in-clinic follow ups. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.